Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A high waste bag pressure alarm occurred during a routine hemodialysis treatment. The operator ended treatment without troubleshooting the alarm or performing rinseback, resulting in an estimated blood loss of 190 cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing troubleshooting or rinseback as instructed in the user's guide. The disposable cartridge was not available for eval. The exact cause of the alarm cannot be determined. The user's guide provides adequate instructions for troubleshooting alarms and performing rinseback. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified.